Event description:
The customer reported the system did not fluoro. No pt injury was reported.

Manufacturer narrative:
The service rep verified system will not fluro. Checked ws gen lock and it checks good. Found lead readouts on aux interface pcb not showing correct hex count. Work station boot up is fine and all functions work on keyboard. Ws pwr supply voltages check good. Reseated all aux interface pcb connections. Powered up system and system will not fluoro. Aux interface pcb still not showing correct bios sequence. Unable to determine what signal or connection caused the no fluoro condition. The rep put aux interface pcb on order for follow-up. The rep removed and replaced defective aux interface pcb. Esd procedures followed. Hex led bios sequence checks good. Ran various fluoro tests with no problems. System operates as intended and is fully operational at this time.